Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a fractured catheter. The pt felt like he was overmedicated followed by pain in the legs. The pt also had a loss of analgesia and had a funny smell in nose and taste in mouth. There was a large fluid collection at the catheter insertion site in the lumbar region. It was not determined how severe the issue was. The device was interrogated on (B)(6) 2011 and returned normal results. An x-ray was performed on (B)(6) 2011 and indicated that the catheter looped at the l3 vertebra. No interventions were performed. The drug used in the pump at the time of the event was not known.